Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement case the first 26mm sapien 3 ultra resilia valve embolized during deployment. The heart team was not sure why the valve embolized as there was no loss of pacing capture. The embolized valve was captured with a reliant balloon and was pulled back to the descending aorta and deployed. The team wanted to appose the 26mm s3ur valve to the aorta wall, but while ballooning the valve in the descending aorta with the reliant balloon it caused a rupture of the aorta. A vascular surgeon was called and placed a 37mm gore graft in the descending aorta. A second 26mm s3ur valve was prepped and deployed in the native aortic valve without issues. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report 2015691-2023-17235. After evaluating the information received, edwards has determined the rupture of the aorta was not related to a device manufactured, sold, or imported by edwards lifesciences. As reported in the b.5 of the initial report, the rupture was caused by the reliant balloon, which is a non-edwards device. The valve embolization into the aorta is considered an adverse event and will be reported through the thv/tvt registry. As such this MDR was reported in error and a corrected supplemental report is being submitted.